Event description:
The facility representative reported a colleague infusion pump with a failure code 810:11; this condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified on the surgical floor. There was no report of patient involvement, injury, or medical intervention necessary. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump that experienced an 810:11 failure code was confirmed by baxter quality engineering. The assignable cause was determined to be moisture in the channel. The pump head module was cleaned and recalibrated to resolve this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional investigation is being conducted through CAPA-(B)(4).